Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl. Reportedly, the customer inadvertently delivered more boluses than intended. Customer consumed carbohydrates to address low bg.